Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a non-device related pre-operative examination. Upon interrogation, the right ventricular lead exhibited intermittent undersensing. The patient reported a near-syncopal episode on (B)(6) 2015 which corresponded to an appropriately diagnosed supraventricular tachycardia episode. After reprogramming the device, the r-waves were appropriately sensed. The patient will continue to be monitored normally via merlin.net.